Event description:
During an in clinic follow-up, increased threshold capture and decreased sensing were observed on the right atrial (ra) lead. An x-ray was performed and dislodgement of the ra lead was confirmed. The lead was reprogrammed until further intervention. The patient is stable and will continue to be monitored.